Event description:
The complainant alleged that during a biomed routine test the device displayed an "open air discharge" message. The complainant indicated that there was no pt involvement with this report malfunction.